Event description:
When the patient recieved the device, batteries were pre-installed., and the device already contained basal rate programming. Patient's blood glucose was not affected and no treatment was received.